Manufacturer narrative:
08/09/2012 supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Manufacturer narrative:
Follow-up #2 - device evaluation: the pump has been returned and evaluated by product analysis on 06/18/2015 with the following findings: there was no pump data from the time of the event due to continued patient use of the pump. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The patient reportedly experienced erratic blood glucose from 28 mg/dl to 529 mg/dl. The patient reported that on (B)(6) 2012 bg was 529 mg/dl with no symptoms and the patient correct with a bolus. The patient reported having increased activity that night at work. The next day the patient was reportedly lethargic and sleeping all morning. The patient's bg at noon was 28 mg/dl and the patient required medical assistance from emt. The patient was reportedly treated with an injection of glucagon and the patient's bg rebounded to 437 mg/dl. The patient was given a bolus of insulin and the patient's bgs stabilized in between 115 and 137 mg/dl. Customer support reviewed the pump with the reporter. No evidence of over or under delivery was found. The patient reportedly was in contact with a diabetes educator and the patient's settings were adjusted and the patient has not reported any further high or low bg events. This report is made based on the allegation that the patient experienced erratic blood glucose while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.